Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ lod and intended use. The customer is using seigen-produced tmvl, 2ml which is considered off-label. Using an off-label collection kit in which the volume of collection media is not identical to the on-label collection kit (3ml) can affect the performance of the assay. If a collection kit is used that has a lower volume of media, then any potential interfering substances collected will be more concentrated. If there is a high level of interfering substances present in the sample (blood, mucous, etc.) Then this could have a negative impact on assay performance including delayed CT values and lower amplification. In the case of a weak sample, the target may not be seen at all by the test.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from norway alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a/b). The same patient sample was retested on an in-house kit (superscript from invitrogen) and generated a negative result for sars-cov-2. Unknown which result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.